Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva combo system (lot number 491094, expiration date 12/31/2013). (B)(4).

Event description:
Customer received results of 187 mg/d, and 103 mg/dl on the aviva combo system, and results of 95 mg/dl and 102 or 104 mg/dl on the compact plus system within 10 minutes. On a different date, customer received result of 190 mg/dl on an unknown aviva combo system, result of 243 mg/dl on the aviva combo system, and result of 97 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.